Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported false repeat reactive alinity I anti-hcv results on four patients. The following results were provided: sid (B)(6) = 1.21 (performed on (B)(6) 2025). Repeated on (B)(6) 2025 = 1.69 s/co; sample repeated on (B)(6) 2025 on another alinity (B)(6) = 0.91 s/co. Sid (B)(6) = 1.10 (performed on (B)(6) 2025). Repeated on (B)(6) 2025 = 1.50 s/co; sample repeated on (B)(6) 2025 on another alinity (B)(6) = 0.64 s/co. Sid (B)(6) = 1.91 (performed on (B)(6) 2025), repeated on (B)(6) 2025 = 1.80 s/co; sample repeated on (B)(6) 2025 on another alinity (B)(6) = 0.78 s/co. Sid (B)(6) = 1.32 (performed on (B)(6) 2025). Repeated on (B)(6) 2025 = 0.40 s/co; sample repeated on (B)(6) 2025 on another alinity (B)(6) = 1.81 s/co. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting on the alinity I processing module, serial number (B)(6) and observed the alinity pipettor probes was covered with reagent material. The fsr replaced and calibrated the sample alinity pipettor probes which resolved the issue. The instrument service history for the (B)(6) verifies no subsequent issues have been reported related to false reactive anti-hcvii results after the current issue was identified. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the customer reported event. A review of trending data associated with the alinity pipettor probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the alinity pipettor probes were identified.

Event description:
The customer reported false repeat reactive alinity I anti-hcv results on four patients. The following results were provided: sid (B)(6) = 1.21 (performed on (B)(6) 2025). Repeated on (B)(6) 2025 = 1.69 s/co; sample repeated on (B)(6) 2025 on another alinity (B)(6) = 0.91 s/co. Sid (B)(6) = 1.10 (performed on (B)(6) 2025). Repeated on (B)(6) 2025 = 1.50 s/co; sample repeated on (B)(6) 2025 on another alinity (B)(6) = 0.64 s/co. Sid (B)(6) = 1.91 (performed on (B)(6) 2025), repeated on (B)(6) 2025 = 1.80 s/co; sample repeated on (B)(6) 2025 on another alinity (B)(6) = 0.78 s/co. Sid (B)(6) = 1.32 (performed on (B)(6) 2025). Repeated on (B)(6) 2025 = 0.40 s/co; sample repeated on (B)(6) 2025 on another alinity (B)(6) = 1.81 s/co. No impact to patient management was reported.